Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle popped off the device and would not load. The needle fell into the patient cavity, and was retrieved using a grasper. The needle was not left in the patient. The device was used in patient. There was no patient injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. A needle was received with the device, still loaded in the sulu. Visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks around the loading slots. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.